Event description:
It was further reported that the patient was seen at a follow-up visit and no sinus arrhythmia was noted. The device was explanted due to the end of the study.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the (B)(4) study that the device falsely detected atrial fibrillation (af) instead of normal sinus rhythm. Af detection was changed to be less sensitive and the ectopy rejection was turned on. The device remains in use. No patient complications have been reported as a result of this event.